Event description:
Additional information was received, it was reported the representative met with the patient and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the cause of the stim intensity going to zero on its own was never explained. Only 2 channels programmed adaptive stim off. Patient reports adaptive stim was turned off. Patient is not happy with the current settings as there are only 2 options.

Event description:
It was reported that after the pain stimulation implantable pulse generator (ipg) was reprogrammed, the intensity would decrease to zero the next day following adjustment for all groups and programs. The individual was unable to test if stimulation was effective due to the intensity consistently going down to zero. This issue began after the device was reprogrammed. The adaptivestim feature had previously functioned without the intensity decreasing to zero for two years, and this was the first occurrence of such an issue. The individual attempted to resolve the issue by meeting with a representative (rep) for reprogramming and was instructed to test different groups, but was unable to verify stimulation due to the recurring problem. The individual was redirected to their healthcare provider for further assistance. Rep reported they met with the patient, reprogrammed the device and reset the intensities to the correct level which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.